Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
A split had formed on the left side of the bed frame where the head and foot sections meet. The frame was starting to bow on the left side where the split was.